Event description:
It was reported two drivers broke during a 4 corner fusion surgery. No further information is available despite follow up attempts. Report 4 of 4 for this event.

Manufacturer narrative:
The results of the investigation is inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined. Related reports: 3025141-2023-00678, 3025141-2023-00679, and 3025141-2023-00680.